Event description:
It was reported that the patient had the tactra penile prosthesis removed due to malposition as it was incorrectly sized at the initial implant. A new inflatable penile prosthesis was implanted. No patient complications were reported.